Event description:
It was reported the patient was transplanted due to extrinsic outflow graft obstruction (eogo).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), revealed an extrinsic outflow graft obstruction (eogo). (B)(6) was returned assembled with the pump cable severed approximately 20.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 8.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The cuff lock was unremarkable, and the apical cuff was not returned. Approximately 8.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. Upon removal of the bend relief, a smooth, biological accumulation was observed along the proximal end of the outflow graft underneath the bend relief. The tissue was displaced during disassembly, revealing that it had been well-formed into the geometry of a lengthwise crease along the proximal end of the graft. These findings appear consistent with eogo during support. A specific cause for the observed deformation in the outflow graft could not be conclusively determined through this evaluation. Examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.